Event description:
The customer sometimes gets a blood glucose reading on the contour next ez that is 60-80mg/dl higher than on a different meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.